Event description:
It was reported that stent damaged occurred requiring additional intervention. The patient underwent angioplasty of the target lesion located in the left anterior descending artery. Following pre-dilatation with semi-compliant balloons, a 3.50 x 16 synergy drug-eluting stent was advanced for treatment followed by post-dilatation. However, ivus showed stent deformation so the stent was covered with a 3.50 x 12 synergy drug-eluting stent to complete the procedure. There were no patient complications reported and the patient was doing well.